Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. However, a picture of the product in question was received and a visual separation of the blood line from the red "t" connector is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The patient's medical records have been requested several times, but not received. Upon event that medical records are received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not yet been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion. Medical records have been requested for this patient and have not yet been received. Upon receipt, and clinical investigation, further information will be documented in a supplemental report.

Event description:
An acute inpatient hemodialysis user facility reported a blood leak occurred roughly 1 hour into treatment. The arterial blood pump line had disconnected from the red 3-way connector, just before the thicker arterial blood pump segment, resulting in a blood leak. The treatment was interrupted and the blood remaining within the system was returned to the patient. The patient completed treatment with a new set-up on the same machine with no adverse effects. The blood pressure readings were reported to be within normal range. Medical intervention was not required. There was no visible damage or otherwise reported defects to the initial blood lines. The patient was estimated to have lost 100cc of blood. A product sample has been retained and will be sent back for a root cause investigation. During follow-up with the initial reporter, it was also reported that the patient expired roughly 12-18 hours after completing this dialysis treatment. The patient was reported to be in a comatose state, before, during, and after treatment. The cause of the patient's unresponsiveness and comatose state is reported to be unrelated to dialysis treatment. A due diligence request for medical records surrounding this malfunction and patient expiration has been executed.